Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to hyperglycemia and they had several things wrong with them flu, pneumonia, on unknown date with unknown blood glucose level. The customer was assisted with troubleshooting. Customer states when they went to change setting and was unable to change the setting on the insulin pump. Customer states the insulin pump had no delivery. The insulin pump will not be returned for analysis.